Event description:
Case description: this spontaneous report from the spouse of a pt was reported as "my spouse used the induo at about 8 pm to take 14 units of insulin and during the shot, it stopped at 5 units instead of returning to zero. Pt immediately took another 9 units and at 10:49 pm, pt was in the bed with tremors and out of it". Although spouse did not test their pt's blood sugar level, the spouse believed their symptoms were due to a low blood sugar level. Their pt's treated with novolog (insulin aspart) penfill 3ml insulin in an induo insulin delivery device (duration unk) for type 2 diabetes mellitus. Other medical history is not reported. The event began after the pt used induo at approx at 8pm om 2005 to administer 14 units of novolog penfill insulin, and during the injection the push button stopped at 5 units instead of returning to zero. Assuming that pt only received 5 units of insulin instead of the full 14 units the pt reset the dose selector on the induo to administer another 9 units. The spouse stated that the pt ate their evening meal either just before or just after the 8 pm injection. Approx three hours later at 10:49 pm, the spouse woke up and noticed that the pt who was lying next to spouse in the bed, was having tremors. Pt looked like was "semi-conscious", but when spouse attempted to give pt two cups of orange juice and a 1/2 of banana and told pt to "swallow" and "chew" respectively, pt followed spouse command. Thirty minutes later, the spouse felt that the pt blood glucose was still low because their condition had not changed so spouse called the local emergency medical system paramedics, who showed up shortly thereafter. Upon their arrival, the paramedics performed a finger stick glucose test on the pt which revealed that their blood glucose level was 21 mg/dl. The spouse stated that the paramedics treated the pt with intravenous glucose and that they told spouse the treatment would put pt in a deep sleep, which spouse said it did. The paramedics then transferred the pt to the local hosp with the intravenous bag of glucose running. The spouse stated that the pt was still in a "deep sleep" upon arrival in the emergency room (ER) and that their blood glucose level was 35 mg/dl. The ER physician kept the pt in the ER for observation and ordered a high carbohydrate meal, which consisted of pasta, chicken, two small coca-colas,hot roll and fruit cocktail. By the time the food arrived (time unk) spouse stated that the pt was awake enough to consume the meal that was ordered by the ER physician. Three hours after the pt consumed the meal, their blood glucose level came up to 241 mg/dl and pt regained full consciousness. After spending a total of approx four hours in the ER, the pt blood glucose level had normalized and pt was discharged to home. The spouse reported that the pt did not complete a function check on the induo doser, but that pt did perform an air shot and changed the disposable needles with each injection. The insulin was stored as recommended. The spouse stated that there had been any changges in the pt lifestyle prior to or during the event and that pt does not have a history of the event. The reporter agreed to return the device in question for testing, but it has not yet been received.

Event description:
The pt's physician reported that the pt used the insulin pen at 19:30 on the day of the event and that the pt told him they felt like it malfunctioned. The pt told the physician that they did not think the pen dispensed correctly. Assuming that they only received 5 units of insulin instead of the full 14 units, the pt reset the dose selector on the induo to administer another 9 units. The pt took their lantus (insulin glargine) insulin at bedtime and at 10:49 pm, their family member noticed the pt was diaphoretic, mumbling incomprehensibly and acting strange. The pt's spouse tried to give them orange juice with sugar and a banana, but they could not get them to take it. The family member called the ambulance and when the paramedics arrived, they checked pt's blood sugar and it was 20 mg/dl. The paramedics administered d50 intravenously and the pt responded well. The paramedics then transferred the pt to the local hospital and upon arrival in the emergency room (ER) pt's blood glucose level was 35 mg/dl. The ER physician kept the pt in the ER for observation and ordered a high carbohydrate meal, which consisted of pasta, chicken, two small coca-colas, hot roll and fruit cocktail. By the time the food arrived (time unknown) the pt was awake enough to consume the meal that was ordered by the ER physician. Three hours later, the pt's blood glucose level came up to 241 mg/dl and they regained full consciousness. After spending a total of approximately four hours in the ER, the pt's blood glucose level had normalized and they were discharged to home. The family reported reported that pt did not complete a function check on the induo doser, but that they did perform an air shot and changed the disposable needles with each injection. The insulin was stored as recommended. The family member stated that there had not been any changes in their spouse's lifestyle prior to or during the event and that pt does not have a history of the event. The family member reported that their spouse had received training on the use of the doser. The familiy member reporter that their spouse is still using the induo doser. Family member also reported that the problem with the doser seems to occur with dosages exceeding 10 units, but that the machine seems to work perfect on single digit dosages. For large dosages (10 units or more) family member's spouse administers two shots. The reporter agreed to return the device in question for testing, but it has not yet been received. Analysis result: product 1: induo lot no.: na as neither batch number nor samples were available, no investigation of the product of reference samples could be performed. Product 2: novolog penfill 3 ml 100 iu/ml lot no.:unknown as neither batch number nor samples were available, no invision of the product or of reference samples could be performed. Follow-up information receive on 03 august 2005 from the physician. Since last submission of this case the follwing information has been updated: -lab data on 24 june 2005: cbc - normal, blood chemistry - normal, -medical history: hypertension, iddm, coronary artery disease, no known drug allergies, non-smoker, non-smoker, non-drinker, -additional suspect product: lantus (insulin glargine) insulin, -concomitant meds: zocor (simvastatin, hytrin (terazosin), nexium (esomeprazole magnesium), toprol xl (metoprolol succinate), lasik (furosemide), altace (ramipril), vitamin e, aspiring, fish oil., - blood sugar 20 mg/sl during the event, -initial therapy start date for both suspect insulin products: 24 june 2005, -analysis result, - duration of use of doser, that their spouse received training on the use of the doser, that pt is still using the doser and that the problem with the doser occurs with dosages exceeding 10 units, - event details and treatment as reported by the physician, - narrative updated accordingly.